Event description:
A terminal metastatic lung cancer pt received an acute morphine overdose via a infuser and died. A syringe filled with 300mg morphine in 30 ml was infusing at 9 mg/hr. When a nurse increased the rate to 15 mg/hr, the concentration was inadvertently changed from a 10:1 to a 1:1 solution. The pt received approx 211 mg in almost two hrs. Only the 10:1 concentration is used at this hosp; however, there is no way to block off the other three concentration selections from accidentally being selected. Suggest a step in verifying or an alarm be programmed in whenever the concentration is changed. The pump was checked and operating correctly.